Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. Additionally it was reported that multiple malfunction alarms occurred. A pump reset was performed and customer continued to use pump for insulin therapy. Customer¿s blood glucose level was 146 mg/dl.